Event description:
Event description guidant received information that this transvenous defibrillation lead was not implanted due to high impedance measurements. Further examination suggested elevated impedances were resultant from a perforation of the patient's cardiac anatomy. The physician elected to implant an active-fixation lead.